Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements. Other lead measurements were good and no noise was noted. Boston scientific technical services (ts) discussed the possible cause of the issue and advised to monitor closely the lead to make sure that the noise does not develop. Also, the patient had device change out due to elective replacement. Additional information indicated that the lead was surgically abandoned and was replaced thereafter. The rv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.